Manufacturer narrative:
Investigation summary: the manufacturing process for the lead was re-investigated. And all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Review of the patient files provided revealed during (B)(6) 2023, sensing values decreased, and capture threshold increased compared to the values obtained during implantation. During the performed ventricular capture threshold test on (B)(6) 2023, a ventricular loss of capture was observed. All these data suggest a migration of lead from its initial position. As received the fixation function was blocked due to blood coagulation within the tip from the implant attempt. After thorough cleaning to remove the blood residue, the fixation mechanism operated as specified. Return analysis revealed a cut at l=344 mm from the connector pin and coil deformation, which likely occurred during the lead extraction procedure and was not related to the reported event. All other electrical, mechanical, and dimensional measurements were within specifications. Based on available information, as pericardial effusion occurred following implantation, a ventricular cardiac perforation was highly suspected. However, since no x-rays were provided, it was not possible to confirm the reported perforation. Cardiac perforation may be attributed to factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. It is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes.

Event description:
A pacemaker and lead were implanted on (B)(6) 2023, and on (B)(6) 2023, decreased ventricular sensing and increased rv threshold were observed, accompanied by loss of capture. After implantation, cardiac perforation was noted by the physician, with pericardial effusion observed. On (B)(6) 2023, a re-intervention was performed to replace the lead with a new one.

Event description:
Reportedly, a pacemaker and a lead were implanted on (B)(6) 2023 and a ventricular cardiac perforation with consecutive pericardial effusion occurred. On (B)(6) 2023, a reintervention occurred to replace the lead by another one.